Event description:
It was reported that the patient could not adjust the stimulation. The patient also reported her lips were tingly. Approximately one week prior to this report the trunk of her car slammed her on the head. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the cause of the event was the patient hitting her head. The patient had not been evaluated by the physician's office contacted regarding this event since 2010.

Manufacturer narrative:
Ins model 7426, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown, lead model 3389s-40, (B)(4), implanted: 2007 (B)(6), explanted: unknown, lead model 3389s-40, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown, extension model 7482a51, serial # (B)(4), implanted: 2007 (B)(6), explanted: unknown, programmer model 7438, serial # (B)(4).